Event description:
It was reported that a mode switch occurred every hour at the exact same time for 20 seconds due to atrial lead oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.